Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the sodium phosphate infusing as secondary, 100 ml left in bag to be infused over an hour but 5 min later there was no fluid left in the bag and entire med had been infused (secondary was running as a bolus instead of programmed rate). There was patient involvement but no harm.